Manufacturer narrative:
Conclusion: the customer requested preventative maintenance on the unit and to report any other failures for the customer to repair at their discretion.

Event description:
It was reported by service report that the head right inner siderail panel was cracked, and the footboard modules were loose and not seated properly. No patient involvement or adverse consequences were reported.